Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system demonstrated low out-of-range shock impedance measurements following coronary artery bypass graft (CABG) surgery. Review of prior data confirmed that impedance values had been within range before surgery. Potential causes were considered, and a chest x-ray was performed. The implanting physician expressed confidence that device or lead migration was unlikely in this patient. Longitudinal data indicated that impedance trends had remained low over the past year. At present, shock impedance measurements are within range, and the decision was made to maintain therapy. The device remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system demonstrated low out-of-range shock impedance measurements following coronary artery bypass graft (CABG) surgery. Review of prior data confirmed that impedance values had been within range before surgery. Potential causes were considered, and a chest x-ray was performed. The implanting physician expressed confidence that device or lead migration was unlikely in this patient. Longitudinal data indicated that impedance trends had remained low over the past year. At present, shock impedance measurements are within range, and the decision was made to maintain therapy. The device remains in service, and no adverse patient effects have been reported.

Manufacturer narrative:
With all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It can be concluded that unknown factors most probably contributed to the event.